Manufacturer narrative:
An event of valve migration was reported. A returned device assessment could not be performed as the device remained implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Per the instructions for use, " once the valve is fully deployed, repositioning and retrieval of the valve is not possible. Attempted retrieval (e.g., use of a guidewire, snare, or forceps) may cause aortic root, coronary artery, and/or myocardial damage."

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 27mm navitor valve was selected for a procedure using a large flexnav delivery system (8393533). The valve was positioned at 3mm. After release from the delivery system, the valve shifted upwards to 5-7mm into the aortic arch. It was noted that there was no tension in the delivery system during deployment. After the delivery system was removed from patient anatomy, the valve moved another 2-3 mm. The valve was moved upwards by transcatheter snare to avoid blocking the coronary artery. An additional 27mm navitor valve was implanted into the annulus using another large flexnav delivery system (8692152). No patient consequences were reported. The patient is recovering and still under observation. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.